Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02-jul-2018 with the following findings: evaluation revealed that the battery compartment was cracked. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed that the battery compartment was cracked. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 02-jul-2018.